Event description:
Caller reported damage to pump housing surrounding the usb port, which did not affect the ability to charge the pump but compromised its watertight integrity. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.